Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor basic kit (ID 826631) could not show icp readings. The event occurred during procedure before implantation site closure. The procedure was completed with a replacement product available. . There was no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
The microsensor basic kit (ID 826631) was returned for evaluation. Device history record (DHR): the product 826631 for lot 5190241 (sn a323956), and the lot met specifications when released. Failure analysis: the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, and connector. Icp express reading 407. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the issue reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.